Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was connected manually to the onelink luer activated device and observed a non secure connection. However, when the excess solvent from the luer activated gland and male luer shaft was wiped with an alcohol swab, a secure connection was obtained. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not screw on securely. It was further reported that the luer lock would not secure. This was observed during priming where the tube was primed but could not be attached to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.